Event description:
It was reported that the pump touchscreen was intermittently unresponsive. Customer¿s blood glucose level ranged between 100-300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.